Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet charger functioned only when the cord was twisted at a certain angle, suggesting intermittent charging due to a suspected damaged or loose charging cable or connector, and a replacement charger was provided and confirmed functional upon testing. Investigation included troubleshooting by guided functional testing. Investigation of this case revealed that the replacement charger operated as intended and the issue was attributable to the original charger¿s charging interface or cable strain. No clinical symptoms during the event reported. Outcomes included no impact on health and no medical intervention. It was concluded that the event was related to a charger malfunction with resolution achieved through replacement, and no patient injury occurred.